Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown persona tibial tray catalog #: ni lot #: ni, unknown. Persona articular surface catalog #: ni lot #: ni. G2 - report source - foreign: the event occurred in france. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2024-00116. H3 other text : investigation incomplete.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address tibial and femoral prosthesis loosening approximately six (6) years post-operatively. The implants were removed without difficulty or bone damage and were replaced with competitor devices. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
Upon receipt of additional information, it was identified that the device involved in this event is not manufactured by zimmer biomet, but by a competitor device. Therefore, zimmer biomet does not consider this event to be reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
Upon receipt of additional information, it was identified that the device involved in this event is not manufactured by zimmer biomet, but by a competitor device. Therefore, zimmer biomet does not consider this event to be reportable.